Event description:
The strips test very low. A pt reported that using these strips and the glucometer 3, he was getting readings of 80 to 90. When he used the brand name strips his blood sugar reading was 130 which was an accurate reading verified by testing the machine.